Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a haptic broke while the lens was being implanted. Incision was enlarged to remove the lens. Iris prolapse occurred when removing the damaged lens resulting in distorted pupil. Another lens of same model was implanted successfully and sutures were placed. The current prognosis and treatment were described as "iris/wound touch." No information was provided regarding the inserter that was used during the event.